Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button keypad dome. The keypad connector was found properly closed during visual inspection. The device had minor scratches on the lcd window, cracked case near display window corners, cracked reservoir tube lip. The numbers do not ramp up on their own and the scroll bar does not move without input. (B)(4).

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer's husband stated that the device is 2 weeks old and the scroll button already does not work. Troubleshooting for keypad anomaly was performed. Customer's husband advised customer's blood glucose was 293 mg/dl in the morning and the night before it was 66 mg/dl. Customer's husband advised it is the customer's eating habits that their blood glucose levels change the way they do. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer's husband stated customer will continue to use the device until the new one arrives and that the up arrow is the only button that does not work. Customer was advised not to use the device, however, if they will use it to monitor closely.